Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistor q6 was shorted. The malfunction resulted in no ac operation or battery charge function.

Event description:
It was reported that the device would not operate on ac power. There was no patient use associated with the event.